Manufacturer narrative:
The reported event occurred on a cobas taqman platform using an analyzer with serial number (B)(6). The investigation determined that the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay performed within specifications, and no systemic issue was identified. A review of the data confirmed that the controls (hpc, lpc, nc) for all hiv batch runs, spanning six kit lots used between (B)(6) 2022, were within their assigned ranges. The discrepancies observed by the customer were attributed to sample-specific factors, including pre-analytical handling and centrifugation practices. It was noted that improper handling of samples could lead to the amplification of proviral dna, resulting in elevated or false-positive titer results. The customer¿s high-throughput workflow, which processes 100-200 samples per day with a single operator, may have contributed to delays in plasma transfer after centrifugation, further impacting sample integrity. The customer was advised to adhere strictly to the validated method, particularly workflow and specimen preparation, to ensure reliable results. Proper handling of samples, including immediate plasma transfer post-centrifugation and adherence to recommended storage practices, was emphasized. The investigation concluded that the observed discrepancies were sample-specific and not indicative of a product issue.

Event description:
The initial reporter alleged questioned results when using the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay on the cobas taqman platform. The customer reported that low titer samples tested in (B)(6) 2022 generated cycle threshold (CT) values of 55, which exceeded the expected range of CT 45-47. They reported that some samples generated titer results greater than 200 copies per milliliter (cp/ml) but less than 1000 cp/ml on the first test. When these samples were retested several days later, the results remained positive but below 1000 cp/ml.